Manufacturer narrative:
This report is submitted on march 9, 2020..

Event description:
Per the clinic, the patient experienced pain over the implant site that was treated with oral antibiotics. The implant remains in-situ.